Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that during a laparoscopic ventral hernia repair procedure, a defect was noticed in the periphery of the mesh. It appeared the oxidized regenerated cellulose (orc) component was defective or torn, like there was a tear or defect in the product. The defect was not in the area of the hernia opening that was being repaired, but outside of that area, so the doctor still used the product for the procedure. There were no adverse patient consequences. No additional information has been provided.